Event description:
It was reported that this right ventricular (rv) lead was placed on the left bundle branch area pacing. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.